Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via telephone to have received a button error alarm. He said that his up arrow is unresponsive. Customer¿s blood glucose was 400 mg/dl; the customer did not mention any treatment or symptoms of the high blood glucose. They were advised to discontinue use of the insulin pump and to revert to a back-up plan. The insulin pump will not be returned for analysis.